Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that during the procedure, after inserting the smart touch sf catheter was inserted into the preface® guiding sheath with multipurpose curve weakness with the hemostatic valve was suspected since they observed blood reversing into the sheath. They were concerned of bleeding and air entering the sheath, therefore, issue was resolved by changing the preface® guiding sheath with multipurpose curve to another one. The procedure was completed without patient's consequence. Device evaluation details: the returned device was visually inspected and it was found in normal conditions. The dilator was not returned. Dimensional analysis was performed to verify the correct hub ring od and brim cap ID, dimensional analysis results were found within specification. A sample of vessel dilator was introduced and withdrawn from the cannula, no issues were found with the brim cap. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed since the valve was received assembled in the device. Dimensional results were found within specifications. Also, a vessel dilator sample was introduced and withdrawn without any issue. Visual analysis does not show any damage on the components. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that during the procedure, after inserting the smart touch sf catheter was inserted into the preface® guiding sheath with multipurpose curve weakness with the hemostatic valve was suspected since they observed blood reversing into the sheath. They were concerned of bleeding and air entering the sheath, therefore, issue was resolved by changing the preface® guiding sheath with multipurpose curve to another one. The procedure was completed without patient's consequence. No other medical or surgical intervention was provided and no extended hospitalization was required since there was no adverse event to the patient. The reported hemostatic valve separation allowing for blood back-flow has been assessed as an MDR reportable malfunction. On 7/19/2019, initial visual analysis observed no damage or anomalies. The dilator was not included in the return box. The returned conditions were reviewed and assessed as not reportable since it appeared the integrity of the device was maintained, however, the complaint remains reportable for the reported event description.